Event description:
It was reported that a pta balloon ruptured at 12 atm while being used to post dilate a stent in the left external iliac. During withdrawal, the balloon became caught in the introducer sheath, and the distal tip of the balloon catheter was noted to have detached. The balloon catheter and the sheath were removed together as a single unit. Surgical intervention was performed to remove the detached balloon tip.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. Sample to be retained by risk management. Therefore, a sample evaluation could not be performed,. The investigation is currently underway.